Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm epic plus mitral valve was chosen for a procedure. During procedure, when they were sewing the valve on, so the foot popped off the valve, therefore the valve fell into the patient and the foot remained on the handle holder. It popped off twice without the white button being depressed. The valve was implanted with no issues aside from the holder popping off. The patient had no adverse event due to this event. There was no delay in the procedure. The patient was reported recovering.